Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.6, doctor's poc: 2.5. Side by side tests were done at the physician's office. Fresh finger sticks were done for both meters. Doctor's meter type is unk. Nurse sometimes milks finger to obtain sufficient sample. Date: (B)(6) 2011, inratio: 1.9, doctor's poc: 2.0, lab: 1.6. Customer reporting lab results are correlating well with the meter using the same strip lot number. Pt is comfortable with keeping the same meter and using new strips. Pt self tester is a new user and has and only had the meter since (B)(6) 2011.

Manufacturer narrative:
Pt was diagnosed with chronic anemia. Pt's current health condition may contribute to unexpected or inaccurate inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. Date (B)(6) 2011, inratio: 1.6, ref: 2.5, mean: 2.05, confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end user at the time complaint was filed: date: (B)(6) 2011, inratio: 1.9, poc: 2.0, ref: 1.6, mean: 1.83, confidence limits: 1.2 - 2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Conclusion: analysis of client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Pt has cushings and chronic anemia. These diseases could not be ruled out as a cause for the unexpected results. The sample may have been collected by milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample. "Squeezing the finger stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.